Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported during remote follow up that the atrial lead exhibited varying pacing impedance. Fluoroscopy revealed an insulation breach. The lead was capped (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.